Manufacturer narrative:
The provided session records were reviewed by technical services and an under-sensed signal was observed. This may be a display anomaly on the egm pdf and not inherently inappropriate device behavior.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the patient had vf egm indicating a return to sinus with intermittent under sensing while the patient was still in arrhythmia. It was noted that the implantable cardioverter defibrillator behaved as programmed, however, therapy was withheld and may have resulted in the patient¿s death.